Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with extraneal viaflex 2 liters (frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported whether an effluent analysis was performed. The decision was made to change to a new catheter. The patient was treated as an outpatient; however, specific treatment for the event was not reported. The nurse reported that the patient's condition was stable, but the outcome for the event of peritonitis was unknown. Action taken with extraneal therapy was not reported. The reporter believed that the event of peritonitis with culture positive for coagulase negative (B)(6) was not related to the extraneal viaflex because the patient had three previously reported episodes of peritonitis with culture positive for coagulase negative (B)(6).